Event description:
During the evaluation of the device by biomed at customer site, the device failed the active exhalation verification test step during testing. There was no harm or injury reported. The device was not in patient use. The device's three-way solenoid valve will be replaced to address the issue.